Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs. Blood glucose. The customer reported blood glucose value of 57 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. Customer reported the following led up to the event: sensor glucose vs. Blood glucose led to hypoglycemic episode. The event involved product(s) mmt-7040c1. The customer was reporting a discrepancy between sensor glucose vs. Blood glucose which was not within range. Customer took medication that may cause sensor glucose to be inaccurate. Customer has been using the insulin pump system within 48 hours of reported low blood glucose event. Customer does not believe the pump was over delivering. No further patient complications were reported. The customer will discontinue using the device. Product return for mmt-7040c1 is not expected.